Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead impedance had increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.